Manufacturer narrative:
A1: internal case number was used as patient ID. A2; a4; patient gender and weight were not made available. Attempts were made to obtain patient information, but details were not made available. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the complaint could not be established with the available information.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b17: device was retained by user facility; therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of a popliteal aneurysm, access was left antegrade with sfa puncture (from left up & over to right leg). A 7fr x 45 cm cook flexor check-flo sheath was used to advance the gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) over an 0.018" x 300 cm command wire (abbott). As reported, the viabahn device tracked through the sheath with ease. However, when the physician pulled the deployment knob, he felt resistance and once the deployment line had unraveled approximately 5 cm, further resistance was felt and the deployment line would not deploy any further. The physician aborted the use of this viabahn device and removed the constrained device from the patient without issue. Three additional 8 mm viabahn devices were deployed to treat the disease. The patient did not experience any adverse consequences.